Event description:
A report was received stating the patient precision system was explanted due to the patient being physically uncomfortable with the implantable pulse generator. Patient is reported to be doing fine after the procedure.